Event description:
Bd syringes hot particles into a vial of insulin when getting rid of air bubbles and drawing insulin. Have had this problem before. Company doesn't seem to know why. I do not want my son to become sick from injecting particles with his insulin into his body many times daily. We had this same problem last year with the reli-on brand syringes and dealt with the company and then switched brands. Now this continues to happen with the bd syringes as well. Have been told that the syringes are made by the same MFR. I do not know what else to do. The bd company wants the syringes and may replace them, but the one box or package doesn't seem to be the problem. It has occurred with different syringes from different boxes. It has to be how they are made. I have to throw out his humalog insulin each time. I am saving this vial in case it is needed. My son took a video of the particles in the vial and swirls it around so that it can be seen. It is hard to believe all the particles floating around. I am uploading a picture of the vial because the video cannot be uploaded. I have also kept the syringes. FDA safety report ID # (B)(4).